Event description:
While reporting large differences in sensor glucose versus blood glucose readings, customer stated that she had a blood glucose level of 29 mg/dl the day before the call. Customer reported treating with orange juice and sugar. Customer also reported another incident where she had a blood glucose level of 40 mg/dl. Blood glucose level was 106 mg/dl at the time of the call. During a follow up call reporting sensor glucose versus blood glucose readings, customer's blood glucose level was 90 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.